Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had and the pump had off no power alert. The customer¿s blood glucose level was 387 mg/dl at the time of incident and current blood glucose was 109 mg/dl. The customer was treated with bolus for high blood glucose. It was reported that the insulin pump was not working and had failed battery. The customer stated that they did not received a low battery alert prior to the off no power alert. The customer also reported that they had second occurrence of off no power without a low battery warning. The customer was advised the pump will need to be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test and off no power alert noted. Device received with corroded battery tube noted.